Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site to inspect the system. Fss confirmed the reported error issue. Fss replaced the instrument host board and performed the field service checklist, which the system passed and it was found to meet all amo specifications. Pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that error 2012 (instrument host timeout error) occurred with the whitestar signature system. The initial report indicated that there was ten (10) minutes delay; however, it was clarified that the error issue did not occur during the surgery and it happened in between the operations. The was reported that there was no patient injury and the mentioned ten (10) minutes delay was the interval time in between the operations.